Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an error message during pre-implant interrogation. This device is expected to be returned for analysis. No patient involvement.